Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was at the bottom of the pigtail catheter.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID {evolutfx-26}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {(B)(6) 2025}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using an 18 millimeter (mm) non-medtronic balloon. Upon the first deployment attempt, the implant depth was approximately 1-2 mm on the non-coronary cusp (ncc), and the valve was partially recaptured to node 3 due to the shallow implant depth. Upon the second deployment attempt at a target implant depth of 3 mm, the implant depth was shallow again, and the valve was recaptured. Upon the third deployment attempt a deeper implant depth, the valve dislodge upward at a depth of 1-2 mm on the ncc, and recaptured was performed. Upon the fourth deployment attempt, deployment was performed under pacing at 80-100 beats per minute (bpm) at a deep implant depth. At the point of no recapture (ponr), the implant depth was 4 mm on the ncc, and 3 mm on the left coronary cusp (lcc). Following full deployment, the implant depth was 5-6 mm on the ncc, and 8-9 mm on the lcc. Following the implant of the valve, pacing was reduced and intrinsic rhythm was restored; however, complete heart block (chb) was observed. Per the physician, the chb was attributed to the deep implant depth. Seven days following the implant of the valve, a permanent pacemaker was implanted.